Manufacturer narrative:
(B)(4). Investigation results: received one speedband device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found five bands present and were moved out of its position with the two of them were caught under other two bands. It was also noted that the ligator head teeth were bent and the distal section of the trip wire was kinked. The suture was intact and attached to the trip wire loop, but was completely detached from the ligator head. The trip wire was partially rolled in the handle; there is no evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the fundus of the stomach during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands could not be deployed. There was no difficulty in setting up the device. The procedure was completed different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.